Manufacturer narrative:
Pump was received with blank display due to corroded battery tube. Unit was received with broken battery cap, broken reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that he was unable to remove the insulin pump's battery cap. Blood glucose level at the time of the incident was 245 mg/dl. During troubleshooting, the customer was still unable to remove the battery cap and stated that a piece of it was broken. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.